Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The patient was further evaluated and (B)(6) technical services (ts) noted increased charge times and the device at elective replacement indicator (eri). Reprogramming options were discussed with the health care professional (hcp). No adverse patient effects were reported. At this time, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).